Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down. Patient involvement is unknown at this time. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system shut down during surgery. There was no patient harm. The company service representative examined the system and was able to replicate the reported event. During the exam, the system sporadically shut down, and system message (sm) [abnormal system shutdown] was displayed in the event log. The nonconforming power distribution printed circuit board (pcb) was replaced to address the system shut down. The system was then tested and met all product specifications. The system was manufactured on february 28, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution pcb. (B)(4).

Manufacturer narrative:
The power distribution pcb was returned and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated infiniti vision system, where it booted up normally. However, after running for a few minutes, the system shut down on its own, confirming the reported event. The root cause of the reported event can be attributed to the nonconforming power distribution pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the reported event occurred during a surgical procedure. There was no harm to the patient.